Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer reported a blank screen and an unexpected restart alarm. Customer blood glucose level at the time of 911 call was 980 mg/dl. Customer also reported a bent cannula. Customer was wearing the pump at the time of 911 call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.